Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an excision of mediastinal lesion and thoracoscopy, sealing tone was heard and water vapor came out about the third sealing after it was started to used. Sealing tone and end tone was heard but sealing was not performed well. A new device was used to completed the procedure. The product did not lock on tissue and there was no patient injury.